Event description:
It was reported via patient call center that leak occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx closure device was implanted. At the 45-day follow up, transesophageal echocardiogram revealed a leak of unspecified size. The patient has follow up planned with their physician to discuss the leak.